Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vacuum was not working in the cortex mode prior to a surgical procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
After review of the event it has been determined that this is not a reportable malfunction because the vacuum did not work during the cortex mode which is not a phacoemulsification mode. (B)(4).